Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. If further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m . This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a c-section procedure on an unknown date in (B)(6) 2023 and barbed suture was used. While closing the fascia, suture has broken mid closure requiring a second suture to be used. Another like device was used to complete the procedure. There were no adverse consequences for the patient. No devices available to be returned.